Event description:
Customer's wife reported that the customer had been experiencing low blood glucose. The blood glucose reading was 47 mg/dl. She stated that the doctor had lowered the basal rates on the insulin pump. She reported that the customer's blood glucose had been fluctuating due to medications he was taking. Customer had become unconscious and paramedics were called to treat him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.